Event description:
Accucheck comfort curve blood glucose strips cat no 2030365, lot 549788. These strips gave reading of 500 on three different machines. These were re-tested with a different lot numbered strips which reported normal values. Verbally reported from pt to staff member. Dates of use: one day in 2007. Diagnosis or reason for use: diabetes.